Event description:
On 6/8/94 at 23:40 there was bleeding down thru the iabp catheter. The pump was placed on flutter. The catheter was replaced within 10 minutes and the pump changed out. The patient was given 2 units packed celled and 12 units of platelets.the balloon was tested immediately after removal and 2 small leaks were noted from the mid portion of the balloon.